Event description:
This rv lead was implanted on (B)(6) 2000 and was capped on (B)(6) 2011 due to the pacing threshold was found to be high at 4.4 volts at 0.5msec. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).